Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The blood glucose result was 390 mg/dl and the patient was vomiting. The patient's doctor was contacted and it was recommended to use an insulin pen. The patient's mother treated her with an insulin pen and the blood glucose level decreased to 248 mg/dl. The patient was not admitted into a medical facility.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.